Event description:
Unit was mounted in an ambulance which was involved in a motor vehicle accident. When the ambulance rolled over, the middle part of the unit separated from the bottom part of the unit because of a latch failure. Unit destroyed. No pt in unit at time of accident.

Event description:
Unit was mounted in ambulance which was involved in a motor vehicle accident. When the ambulance rolled over, the middle part of the unit separated form the bottom part of the unit because of a latch failure. Unit destroyed. No pt in unit at time of accident.